Manufacturer narrative:
The field service representative (fsr) was able to duplicate the reported issue. The fsr removed the pressure switch and discovered that it was corroded and full of sediment, preventing it from working properly. The fsr replaced the pressure switch. Corrective/preventive maintenance/inspection was completed successfully. The unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further eval. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pump was not circulating on the cooler heater unit. As a result, an alternate device was employed. A "pump not primed" error message was observed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.